Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was a packaging issue on the 4.0x30 .014 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon. The inner plastic bag had a tear. The procedure was completed by replacing the balloon with another device. There was no reported injury to the patient. No damage was observed to the outer product box or sterile pouch, and there was no indication that the product had been previously opened. The issue was identified after the product had been received and stored in the laboratory at room temperature, prior to use. The product itself was not damaged. The device will be returned for evaluation.